Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's husband reported that around 3:00am he noticed his wife was in the bathroom and the customer was feeling hypoglycemic symptoms. The patient experienced symptoms of sweating and was incoherent. However, four blood glucose values did not confirm her symptoms. These values were as follows: hi mg/dl at 3:09am, which on the system indicates a result in excess of 600 mg/dl, 557 mg/dl at 4:00am, 409 mg/dl at 4:41am, and 306 mg/dl at 5:12am. Customer's husband did not provide any treatment to the customer, but called 911 at 5:12am. The paramedic's arrived at 5:22am, the paramedics did not test the customer's blood glucose level or provide any treatment, they only transported the customer to the hospital. The patient arrived at the hospital 20 minutes later. Upon arrival to the hospital the patient's glucose was 33 mg/dl and she was given intravenous glucose. She recovered in about 40 minutes and was released without admission after about three hours of observation with a hospital meter value of 264 mg/dl. Return of the suspect device was requested for evaluation.